Event description:
The manufacturer received information alleging ventilator service required error codes had occurred on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 was evaluated at the manufacturer service center for this issue. During the evaluation it was noted that the error codes, loss communication charger (e-0175) and perm failed internal battery lithium ion (e-0193), were found in the device's error log. In conclusion, the device's internal battery needs replaced to address the perm failed internal battery lithium-ion error code issue and the power management board needs replaced to address the loss communication charger error code issue. The device was scrapped.